Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld was experiencing communication issues. The physician had another programming system to use so no patients were affected. Troubleshooting performed identified that the serial cable was not working. A new serial cable was provided to the physician and the non-functional serial cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the serial cable was completed on 05/11/2015. During the analysis it was identified that the serial cable power connector had an open in the power plug that prevented the ac adapter from powering the handheld. X-ray analysis identified that the negative wire of the cable was no longer soldered onto the barrel connector. As a result, the serial cable was unable to provide power to the handheld using the ac adapter. The issue summary identified at the serial cable was returned for the following allegation: communication difficulties. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies that could have contributed to the reported allegation were identified during the analysis. The serial cable was able to establish communication with no observed anomalies.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.